Event description:
The account alleged the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The technician found bent and missing pins on the communication cable assembly. The technician replaced the communication cable to resolve the issue.